Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse indicated that there was a leak from differential mixing chamber area due to possible tubing failure. The fse replaced the differential mixing chamber and replaced the tubing for drain and flow cell. After parts replacement, the fse cleaned the area and performed a startup, passed latron and bec controls as per procedures and the unit performed as required by specifications. Failure mode was related to the tubing at differential mixing chamber (vc25). (B)(4).

Event description:
The customer reported to beckman coulter (bec) that there was a fluid leak of approximately 2 ml from the differential mixing chamber of the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe), consisting of a laboratory coat, gloves and non-protective eyewear at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were associated with this event. No death or injury is attributed to this event and there was no change to patient treatment.